Event description:
It was reported that during a supply change a prefilled pumpcart cartridge felt sticky on the exterior out of the packaging, with no insulin leakage observed, and the user replaced it with a new cartridge that was not sticky. Symptoms included no reported clinical effects. Outcomes included no impact on therapy beyond replacement of the cartridge and user education to contact the pharmacy. Investigation included user troubleshooting and education. Investigation of this case revealed no device alarms, no evidence of fluid breach, and a product handling or packaging anomaly could not be excluded. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction.